Event description:
Ous MDR - after an implantation time of about 38 months, inappropriate shock deliveries with suspected lead fracture were reported. No deterioration in the pt's state of health was reported. The device was explanted. The date of implant was not provided.